Event description:
A male patient underwent a percutaneous coronary intervention (pci) in 2008. The pci was performed through a 6 french procedural sheath placed in the right common femoral artery at the mid femoral head. Intra-procedural plavix and heparin were administered, however the act level was not reported at the end of the pci. The patient's blood pressure was reportedly 130/90. At this time, a mynx vascular closure device was prepped and deployed by a trained physician to achieve femoral artery hemostasis. The mynx procedure was successful and the patient was moved to recovery. While in recovery, access site swelling was observed, which was not communicated to the physician for at least one hour. The patient became hypotensive (blood pressure dropped to 90/40) and manual compression was applied to the access site. Four units of packed red blood cells were administered to the patient. The patient was discharged in 2008, in stable condition and without further clinical sequelae. Hospital records were requested, but not provided. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. Based on the limited information provided, the root cause of the reported incident could not be determined. There is no evidence to suggest that the mynx device did not perform as intended.